Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. Good faith efforts (gfes) are being completed to acquire clarification on what about the touchscreen was not working and if service has been completed. This investigation is ongoing.

Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. Good faith efforts (gfes) are being completed to acquire clarification on what about the touchscreen was not working and if service has been completed. The biomedical engineer (bme) was unable to duplicate the touchscreen issue. In a gfe response from the bme received on 12dec2024, it was stated that the bme had calibrated the touchscreen to resolve the issue. The device was confirmed to be working as intended and the was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.